Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a broken sac (capsular bag) with an intraocular lens (iol) as it was partially inserted. Another johnson & johnson lens (different model, za9003 and lower diopter 24.0) was implanted as a replacement. The outcome does not significantly interfere with daily activities. The patient has recovered. No further information was available.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 12/10/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was not received in its original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half (not separated), which is consistent with a lens that was handled. Furthermore, both haptics were observed to be bent, however the lens was returned crushed and not centralized in the lens insert, and therefore, this cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed, because the lens was returned outside/without a cartridge tip, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.